Event description:
Aneurx stent graft and talent stent graft systems was implanted in a patient for the endovascular treatment of an 8.7 cm in diameter abdominal aortic aneurysm and bilateral iliac aneurysms approximately three years ago. The stent grafts were implanted with the iliac limbs crossed. Vessel morphology at the time of implant was reported as the aortic neck was 2 cm in length and varied between 26 and 29 mm in diameter. It was reported that the patient returned for a routine follow-up when the CT scan revealed a separation in the limb of the stent graft consistent with a type iii endoleak between the contralateral limb (left) which was a talent and one of the three aneurx. The aneurysm is unchanged in size and currently measures 8.6 in diameter x 8.5 cm in length. There is still laminar flow through the area of leak, presumably from surround thrombus. There is right renal artery stenosis of 40-50 % per CT scan. The left common iliac artery measured 3.3 cm and the right common iliac artery was 3.1 cm. It was reported that currently there was minimal seal on the right side, where also one of the aneurx aortic cuffs had been implanted. An endurant 16x28x156 iliac stent graft was implanted 3-4 cm below the gate markers and extended into the talent iliac contralateral limb, then bridged with an aneurx aortic cuff and this successfully resolved the type iii endoleak. An endurant aortic cuff was implanted on the right side and extended down to the hypogastric artery to address the minimal seal. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (cause of the events are unknown). Conclusion: (cause of the events are unknown).